Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that after an interventional procedure, arteriotomy closure of a common femoral artery was attempted using a starclose se device. The device was reportedly used in accordance with the instructions for use. Reportedly, although the clip released from the clip delivery tubeset, bleeding continued. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician suspects subcutaneous tissue may have been trapped in the clip during release. The physician was reported to be trained in the use of the starclose se device. No additional information was provided.